Event description:
Eight minutes after initiating bypass the oxygenator has to be changed out due to high pressure. No patient injury or further complications occurred. No further details were provided.